Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the return tube was cracked, f4 fuse blown, brown discoloration on pcb, and the air detector plunger was loose. Functional testing confirmed the customer complaint. Root cause was attributed to a component on the pcb and the fuse being damaged. What caused that damage was not established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the pcb.

Event description:
It was reported that during preventative maintenance testing, it was found that the water pump was not working and blew the fuse immediately after replacement. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.